Manufacturer narrative:
The customer eventually accepted a replacement of the transducer per service recommendation. Evaluation of the returned transducer confirmed poor image quality as described by the customer. Investigation of the device noted oil separation in the window and damage to the window, strain relief, control handle, and shaft. The extensive damage to the transducer caused a poor quality image to be displayed.

Manufacturer narrative:
The customer rejected a replacement and the transducer remains at the site. Since the device was not returned, no additional failure analysis could be performed.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.